Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked from a break in the tubing. This was identified during preparation, while the tubing was loaded in the spectrum pump. There was no patient involvement. No additional information is available.